Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
The postherpetic neuralgia patient reported through a manufacturer representative that their lead was exposed and they had experienced a wound infection with their lead. In regards to whether any external factors may have led or contributed to the issue, it was noted that the patient¿s wound healing was not food and that this might have led to the problem. The patient¿s system was explanted as a result of the event and debridement of the wound was conducted. It was noted the device would be replaced in the future as a result of the event; the issue remained unresolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.